Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. No damages were found on the returned pullback sled. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned accessory. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-07390, 2134265-2014-07392. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was moderately calcified and moderately tortuous. During a percutaneous coronary intervention (pci) with intravenous ultrasound (ivus), an opticross imaging catheter was used in conjunction with ilab ultrasound imaging system ad galaxy intravascular ultrasound system sled to perform automatic pullback. During pre- ivus, it was noted that the automatic pullback could not be performed. Resetting was done. However, the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-07390, 2134265-2014-07392. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was moderately calcified and moderately tortuous. During a percutaneous coronary intervention (pci) with intravenous ultrasound (ivus), an opticross¿ imaging catheter was used in conjunction with ilab ultrasound imaging system ad galaxy intravascular ultrasound system sled to perform automatic pullback. During pre- ivus, it was noted that the automatic pullback could not be performed. Resetting was done. However, the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.